Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1472" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.